Event description:
The customer reported that she does not feel comfortable with the insulin pump. Troubleshooting was performed. The programming and settings were correct. Ran a self and displacement test and they passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.